Manufacturer narrative:
The reported events of failure to capture, high pacing impedance, and sensing anomaly were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual n and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for pacemaker implant procedure. During the procedure, it was noted the atrial lead exhibited failure to capture, undersensing and high pacing impedance. The new atrial lead was used to replace the old atrial lead. However, the new atrial lead also failed to capture and sense. The physician decided to abandon both leads and downgraded from a dual-chamber pacemaker to a single-chamber pacemaker. The patient was in stable condition throughout the procedure.